Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer woke up with a blood glucose level of 180mg/dl, and currently bgs are elevated at 300's mg/dl. Elevated bgs were treated by administering a novolog pen injection. System check was performed with tandem technical support and the pump performed as intended. Tandem technical support discussed factors that could cause elevated bgs with the customer. The customer stated that they would change out the cartridge, tubing, and site as a precaution.